Event description:
It was reported; during surgery, when the surgeon placed the connector and tightened the central nut the nut broke. The surgeon used a spare one.

Manufacturer narrative:
Visual inspection; material analysis; device history review; complaint history review; risk assessment; no relevant manufacturing issues were identified as all units met specifications. Material analysis was performed and it was found that the center bolt was found to have fractured in ductile overload. The most likely root cause is excessive force applied by the user.

Event description:
It was reported; during surgery, when the surgeon placed the connector and tightened the central nut the nut broke. The surgeon used a spare one.